Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a burst in the catheter was confirmed, and the damage appeared to be associated with use of the device. One photo showed a powerpicc extending from the insertion site. One region of the catheter exhibited an expansion of the tubing. The catheter was folded over and kinked at this site. The other photograph showed a longitudinal split in the tubing where the tubing was expanded. The photo showed a reduction in the wall thickness at the expansion/split site. It was reported that blood could not be drawn using a 10ml syringe and resistance was noted during injection. The cause of the inability to draw blood or resistance during infusion could not be determined from the photographs. The complainant indicated that a 1ml syringe was used to inject heparin in the catheter. One of the precautions in the instructions for use (IFU) states, ¿do not use a syringe smaller than 10 ml.¿ potential contributing factors of the reported event include maintenance/securement technique, flushing frequency, catheter dislodgement, and kinking. The catheter was in use for 111 days before the catheter was ruptured. Based on the reported event and damage observed in the provided photographs, it appeared that the catheter was damaged during use. A lot history review (lhr) of rebx1745 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that "the patient underwent PICC placement from the lower femoral vein (B)(6) 2019. The tip of the catheter was t10, with 55 cm of it inserted in the body and the zero scale exposed in vitro. A total of five times of chemotherapy treatment were performed in the hospital and the catheter was maintained in other hospitals. On (B)(6) 2019, when the patient came to the hospital for catheter maintenance before the 6th chemotherapy, the nurse complained that the catheter had been slipped out for around 15cm, the transparent application fixed, no kinking. The catheter was not disinfected using alcohol during maintenance in the hospital. It was unknown how the catheter maintenance was performed in other hospital. Blood could not be drawn using a 10ml syringe and resistance was met during injection. Switched to a 1ml syringe to inject 0.3ml heparin into the catheter, the sidewall was found burst at 12cm, which made it impossible to proceed with the treatment. The catheter removal was performed".